Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that after the blade was used for 30 minutes for functional endoscopic sinus surgery (fess), the tip of this blade got broken. A fragment of the tip dropped. The doctor removed the fragment from the operation area and checked thoroughly to make sure no other fragment was remained in the operation area. It was the initial use of the blade. Then, the doctor changed to another new blade to complete the surgery. The second device could function properly with the same hand piece and power system. The event resulted to 5-10 minutes of delay. There was no patient impact.

Manufacturer narrative:
Analysis found that the distal tip had broken off the inner cutter. The break occurred at the first proximal tooth valley. The distal tip outside diameter of the inner cutter (expanded area) appear to have a turned / machined finish. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 4th proximal tooth while moving in a ccw direction which resulted in the break. There were no signs of bends, concentricity, misuse, or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was some minor wear on the inner shaft from the distal face of the inner hub. Deformation of the outer tube distal tip has been proven to cause the inner blade tip to fracture at the first proximal tooth valley. If information is provided in the future, a supplemental report will be issued.